Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen remained black and the device stayed offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a black screen. A field service engineer confirmed there were no bad boards on the drawers. Reseated all bus wire connections but was unable to isolate a drawer causing the issue. Suspected a faulty power supply as there was no power to the device. Troubleshot all drawers and found no short that could bring down the device. Narrowed the issue to the power supply, replaced it, and successfully rebooted the device. Customer tested all drawers and confirmed were fully functional. No other issues present. The system functioned as intended after the field service engineer repaired the device.